Event description:
It was reported that a no disposable clamp tubing alarm occurred. Patient was instructed to power pump off/on and attempt restart but pump alarmed pump wont run. Patient stated air bubbles were present in tubing of cassette. Instructed patient to massage tubing and gently tap cassette on hard surface. The issue was resolved. Confirmed medication delivery with run screen. Patient was encouraged to call the hotline for future concerns or needs. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).